Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the instrument calibration data for the sample probe. The cse adjusted the sample probe to sample cuvette bottom and diluent cuvette bottom. The cse also adjusted the probe to automation. The customer ran quality controls, which were within range. The cause of the discordant, (B)(6) results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained upon repeat testing (1st and 2nd repeat) on two patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were originally tested on the same instrument, resulting (B)(6). The samples were repeated one more time (3rd repeat result) on the same instrument, all matching with the initial (B)(6) results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.